Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation, the electrode belt failed incoming testing, specifically the ECG fall off test. The cause for the test failure was isolated to the cable connecting ECG c and ECG d, which had a broken brown (lead 1-) wire inside the distribution node (dn). The root cause for the broken wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the ecgs were non-functional.